Event description:
Two inappropriate shocks due to oversensing reported. Impedance of 1900 ohms also reported. The lead was capped. No further patient complications have been reported as a result of this event. It was further reported that at replacement, the ring of the lead was noted to be giving the noise.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. The lead was not returned. Evaluation summary of the data collected from the device confirms the reported noise and varying impedance values. Detailed analysis of the device was not performed at this time, due to pending litigation. Therefore, we are unable to fully evaluate the reported event. Other : two inappropriate shocks due to oversensing reported. Impedance of 1900 ohms also reported. The lead was capped. No further patient complications have been reported as a result of this event. It was further reported that at replacement, the ring of the lead was noted to be giving the noise. No conclusion can be drawn. Impedance, high, interference; oversensing, sensitivity, shock, inappropriate.